Event description:
It was reported to philips that the system did not boot up successfully. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) inspected the system remotely with the customer and confirmed the reported problem. During the evaluation, the rse found that the software was corrupted and requested that a philips field service engineer (fse) reload the software for a backup. The fse reloaded the software and configured the system, after which the system was returned to use in good working order. The codes were updated based on the investigation outcome.